Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the front response button was non-functional. The front response button was missing. The root cause for the missing response button could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's response buttons were non-functional.